Event description:
It was reported that one atrial tachy response (atr) was stored from may 2025 and the electrogram (egm) showed false positive mode switch due to oversensing of non-sustained ventricular tachycardia (nsvt) less then ten seconds in duration. No adverse patient effects were reported. The device remains implanted.